Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation; therefore, the investigation is inconclusive for the reported balloon rupture. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr80610 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.